Event description:
It was reported that the flip flop assembly on the 9800 system makes a grinding noise when rotating. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the flip flop assembly. The system was tested and found to be working as intended and placed back into service.